Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during first inflation at 12 atmospheres, the balloon ruptured. The device was removed without problem. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient condition was good.